Event description:
It was reported to boston scientific corporation, that a ureteral catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, the tip of the catheter broke off in the patient's bladder. The tip was retrieved with grasping forceps. The physician completed the procedure with another ureteral catheter. The condition of the patient following the event was reported as "fine."

Manufacturer narrative:
.